Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported a battery change and the display would not come on. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pu mp will be returned for analysis.

Manufacturer narrative:
Analysis was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Analysis was unable to perform the no delivery test and occlusion test due to prime anomaly. No blank display anomaly or unexpected restart alarm anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched display window.